Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: atrial lead has been showing intrinsic p waves <0.5 and has had threshold of 1.8v @ 1.0ms. Dr. Believed it to be best for patient to change out atrial lead for better sensing and longevity of device as he was already at eri. The lead was capped.